Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator and transvenous defibrillaition lead exhibited oversensing. The physician was able to reproduce the oversensing during diaphragmatic inspiration and expiration. The physician performed an invasive procedure to evaluate the system and elected to replace the rate sensing portion of the transvenous defibrillation lead with a bipolar endocardial tined lead. This resolved the oversensing. The ICD and shocking portion of the tranvenous defibrillation lead ramain implanted.